Manufacturer narrative:
Na

Event description:
Respiratory therapist (rt) reported the following: ICU rn called in rt to suction pt due to pt's o2 saturation decreasing and respiratory rate (rr) increasing. During suctioning via closed suction sys. Rt observed rate on ventilator to increase to 80-120bpm with exhaled volumes approx, 200ml, pt's saturation decreased from the 90's to approx. 76%. Patient was removed from vent and bagged by rn. Rt powered vent off and on and placed vent back on pt but vent continued to auto-cycle with rate approx. 90. Rt adjusted vent sensitivity with no change. Changed vent mode to CPAP and vent continued to cycle with high rate. Rt pressed 100% o2 delivery button but pt's o2 saturation decreased into 60's. Removed vent from pt and placed pt on other vent at same settings. Vent exhibited no auto-cyling and pt's o2 saturation increased into 90's on set 40% fio2 with pt less restless. Rt reported pt was being suctioned every 2 hours at vent check. Pt's sputum was thick with small plugs and required lavage. Rt inspected vent taken off pt for circuit for leaks or loose connections and reported none. Pt suffered no permanent harm or ill effect. The respironics svc tech performed an eval of the ventilator and was unable to duplicate the customer reported problem, and found no diagnostic codes logged in ventilator history related to the reported problem, performance verification testing was completed and all tests passed to specification, including o2 delivery function.